Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial basement membrane dystrophy, with erosion / epi loss during treatment in both eyes (ou) post treatment. Patient had to switch to photorefractive keratectomy (prk) in the right eye (od) after flap creation. Patient was managed with bandage contact lens (bcl) and muro ung. Patient has discontinued muro, and is only using artificial tears. (At's). Patient is overall happy with vision / comfort. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of erosion and is doing well and still used at's some days. Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2019. Patient was released and is to return to clinic as needed or if worsens /concerns. Bcva from (B)(6) 2019: right eye pre-op 20/20 -2.50 x -1.75 x 167, left eye pre-op 20/20 -2.25 x -2.00 x 172. Bcva from (B)(6) 2019: right eye post-op 20/20 .25 x -1.00 x 21, left eye post-op 20/20 -.25 x -.25 x 152.